Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to hearing an audible alert from their implantable cardioverter defibrillator (ICD). A remote transmission was sent from the ed. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. The events appear to be false detections related to electromagnetic interference (emi) due to an ablation procedure which was confirmed to have been done at the time of the recorded events. The device and lead remain in use. No patient complications have been reported as a result of this event.